Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,), h11 corrected field : e1 ( event site telephone ) , h6 ( medical device ¿ problem code ) a getinge field service engineer (fse) evaluated the unit. The fse reported that the pim leak differential pressure test was not within acceptable criteria. The pim was replaced and no abnormalities were found after. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of an out of box. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual no failure confirmed. Retaining the part in the failure analysis and testing department per procedure number.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-delivery inspection cardiosave intra aortic balloon pump (iabp)¿s patient (pneumatic) interface module tests leak diff prs. There was no patient involved.